Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. The found problem pinhole does not confirm the reported event of balloon burst; however the pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole problem is likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.